Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the skin graft mesher revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. There was no apparent damage to the comb. There was minor wear noted to the roller gear and significant galling to the roller shaft extension. The ratchet handle did not rotate smoothly. It was difficult to engage the ratchet handle with the roller shaft extension. The test mesh using the customer¿s mesher and ratchet was unable to be performed since the dermacarrier would not pass below the cutter blade and carrier guide. No cutters were returned for evaluation. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the meshgraft handle did not attach to the unit due to it appearing as if the handle had metal debris inside preventing the handle from connecting to the unit. The insertion of the dermacarrier in the unit was also very difficult. It is suspected the tolerance was too tight and it was requested to loosen the cutter to allow more space. Additional information received october 27, 2016 confirmed that the event happened during surgery and the patient had to undergo an enlarged graft. There was a delay in the surgery for an unspecified extent of time and they were unable to use an alternate mesher due to only having one mesher in their department. The mesher was unable to be used on a graft. Further additional information was received on november 17, 2016 clarifying that due to the mesher not working, it could not be used in correlation with the dermatome. Therefore, a larger then planned graft had to be taken.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. On october 21, 2016, it was reported that the meshgraft handle did not attach to the unit, the inside meshgraft handle seemed to have metal debris preventing the handle from connecting to the unit. Insertion of the dermacarrier in the unit was very difficult, almost impossible, it is suspected that the tolerance was too tight. It was requested to loosen the cutter to allow more space for the dermacarrier to go through the unit. On (B)(6) 2016, it was clarified that the issue occurred during surgery. It was reported that the patient had to undergo an enlarged graft. There was no harm/injury to a patient or operator and there was a delay/extension in the surgical procedure as the operating delays were longer. Another device could not be retrieved for use during the surgery as the customer only has one mesher in that department. The graft could not be done. The device has not been repaired by someone other than zimmer biomet and the dermacarrier was used at room temperature. It was stated that the surgical technique for the product is known and has been explained many times by the sales representative. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on november 14, 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. There was no apparent damage to the comb. There was minor wear noted to the roller gear and significant galling to the roller shaft extension. The ratchet handle did not rotate smoothly. It was difficult to engage the ratchet handle with the roller shaft extension. The test mesh using the customer¿s mesher and ratchet was unable to be performed since the dermacarrier would not pass below the cutter blade and carrier guide. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 15, 2016 which included replacement of the damaged roller, ratchet gear and comb. The service technician noted that the ratchet pin was in backwards. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that there was significant galling to the roller shaft extension and the ratchet handle would not rotate smoothly. It was difficult to engage the ratchet handle with the roller shaft extension and a test mesh was unable to be performed since the dermacarrier would not pass below the cutter blade and carrier guide. While during the initial inspection it was noted that there was significant galling to the roller shaft extension and the ratchet handle would not rotate smoothly. It was difficult to engage the ratchet handle with the roller shaft extension and a test mesh was unable to be performed since the dermacarrier would not pass below the cutter blade and carrier guide, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the damaged roller, ratchet gear and comb. The service technician noted that the ratchet pin was in backwards. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Prior to repair, the test mesh and calibration check were unable to be performed due to the damaged roller. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.